Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 all cubies were off the bus. A field service engineer (fse) cleaned and reseated row board cable header connection on drawer board and replaced worn retractor band cable to resolve the issue. Everything tested good in hardware test application and/or application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had multiple cubie failure. Device metxmsupx6_aux1 7-a2 not detected on bus and pharmacy technician rebooted the pyxis but still showing same error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.